Event description:
Rn started IV on patient with no issues. Sent patient for CT of abdomen with contrast. Later, went to give patient medication and noticed the male lue lock hub was missing from the tubing. Luckily, the tubing was clamped off so the patient did not bleed out. Never found the hub, moved that tubing and replaced. Diagnosis or reason for use: IV extension set for fluid and medication administration.